Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an infusion of heparin 25000 unit/250 ml d5w was started at 18 ml/hr; the aptt was 31.9 prior to starting the infusion. The heparin infused for two and half-hours before the pump alarmed for communication error. The infusion rate was reevaluated and confirmed to be at 18 ml/hr; however, the 100 ml of the 250 ml bag of heparin had infused. The patient received 60 ¿ 80 ml more than expected. The infusion was stopped and the physician was notified. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of an over infusion of heparin was not confirmed or replicated. The report of a communication error was confirmed. The pcu log analysis showed that at 10:29am on (B)(6) 2018 heparin 25000 unit/250ml was programmed to infuse at 18 ml/hr. At 12:57pm a ¿channels disconnected¿ event occurred, associated to a communication failure. The alarm was confirmed and the pump continued to infuse until the user paused the device at 1:08pm. The approximate total volume infused was recorded as 47.4ml. Visual inspection of the pump module showed that the male and female iui connector pins had unidentified film contaminants. The male iui connector also had white dried residue on the cavity above the iui pins. Testing and inspection of the pump module revealed no issues and the device was found to be infusing within specification. The communication error could not be replicated. The root cause of the reported over infusion was not determined. The probable cause of the communication error is contaminants on the iui pins.